Event description:
It was reported that this lead was explanted due to a product performance issue. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.